Event description:
The rptr has not responded to my letter of request and it has been over 60 days since we opened our complaint. We have concluded that the rptr has had plenty of time to respond, and has not. We cannot continue with co investigation without further data. Therefore, this complaint has been closed, unless future circumstances warrant its reopening.